Event description:
It was reported that approximately two weeks following implant, the patient woke up with the appearance of blood on their shirt and a slight amount of bleeding from the implant site throughout the day. The patient then presented to the emergency room, where wound dehiscence was observed; sutures were applied, along with prophylactic antibiotics. The bleeding stopped and the wound healed. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.